Event description:
Patient was undergoing a cervical disc arthroplasty when a portion of the distal tip of a cervical distraction pin broke off and remains in the patient's spine. According to the physician, there is no injury to the patient.